Event description:
--

Manufacturer narrative:
Request for product return has been sent. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not providing pacing due to dislodgement. An invasive procedure was performed and the lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.